Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was fixated but saw a rise and drop in pacing impedance with high capture thresholds. The lp was repositioned and fixated after removing tissue from the helix. The lp failed to separate from the delivery catheter. While performing troubleshooting, the delivery catheter released the lp at the same time it dislodged to the pulmonary artery. The lp was retrieved and a transvenous pacemaker was implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement, high impedance, capture issue and separation issue were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer helix length was within specifications. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed pli measurements, and output verification which showed normal device characteristics without any anomalies contributing to reported event of high impedance and capture issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.